Manufacturer narrative:
No data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record/s (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Since no sample was returned and no lot number or serial number were indicated for this complaint, the root cause could not be determined. The event reported was discovered in a literature article. No further information is available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported about a case study in a literature article entitled, pars plana insertion of glaucoma shunt in eyes with refractory neovascular glaucoma. A trabeculectomy was performed with a glaucoma filtering shunt on four patients. Three of the patients maintained postoperative intraocular pressure (iop) under 21 mmhg without medication control in 2 years. Three of the patients had a shunt repositioned due to a failed bleb or neovascular glaucoma.